Manufacturer narrative:
G4: 28jan2020. B4: (B)(6) 2020 the manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen and oxygen system were reportedly faulty. A quote for repairs was prepared for the customer. The customer has not accepted the quote for repairs. No additional information was obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/16/2019.

Event description:
It was reported that the unit alters the fraction of inspired air (fio2) by itself. The device was in use at the time of the event; however, there was no patient harm.